Event description:
During service by baxter, the infusion pump was found to contain an intermittent channel select key on the channel a pumphead module keypad. No patient injury or medical intervention had been reported related to the device. The user interface module master software version is unremediated version 5.04.00.

Manufacturer narrative:
Evaluation summary: a baxter technician discovered and confirmed that the channel a select key on the channel a pumphead module keypad was working intermittently during product evaluation. The channel a pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA.